Manufacturer narrative:
Additional initial reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a problem with the fiber optic sensor. The iab was removed and replace with another. It was reported that the second iab that was inserted also had an issue, but the pumping had continued. The patient was then sent to the ICU. The customer later reported the console had generated a fiber optic sensor failure message. There was a flush bag and transducer connected to the pump. The customer was walked through the steps to disconnect the fiber optic cable and flush/ zero the central lumen. An arterial line waveform was present and they resumed pumping without issue. There was no patient harm or adverse even reported. This report is for the first iab involved in this event. A separate report will be submitted for the second iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).